Event description:
It was reported that the patient experienced recurrent low blood glucose reported at 39 mg/dl followed by high blood glucose at 401 mg/dl attributed to overtreating hypoglycemia with soda while the ilet pump was paused and the glucose target was temporarily lowered per trainer guidance before being restored, and education was provided on appropriate low-glucose treatment using fast-acting carbohydrates. Symptoms included hypoglycemia with confusion/disorientation and irritability, and episodes of hyperglycemia. Outcomes included the need for oral glucose administration as an unexpected medical intervention. Investigation included communication with the patient and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect method and failure to follow instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.